Manufacturer narrative:
The customer states seeing a downward shift in quality control (qc) results as well as differences in patients' results. The customer re-calibrated on both systems and this did not improve the results. A siemens field application specialist (fas) prepared the calibrator and ran the quality control at the customer site. The quality control values were almost on peer groups mean. The customer ran their qc the day after and the values dropped. The customer ran an in-house study as well as comparative study with another laboratory using the same quality controls. For the in-house study, the quality control dropped to lower results the day after acceptable results were achieved. Both laboratories got similar low results when running the quality control. The cause for the discordant advia centaur xp tni-ultra results and the low quality control values is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." MDR 1219913-2018-00126 was filed for the same event.

Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from different patients during a lot comparison. The comparison was between reagent lot 125 and 128. The discordant results were not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00127 on april 03, 2018. Siemens filed the MDR 1219913-2018-00127 supplemental report 1 on may 01, 2018. (B)(6)2018 additional information: multiple customer complaints report a positive bias of approximately 30% between advia centaur tni ultra reagent lots 010127 and 010125 or 010124 when testing patient samples and quality controls (qc) with concentrations approximately 0.10 ng/ml and lower on the advia centaur xp/xpt. In addition, depressed quality control results have been reported on bio-rad level 3 controls, with a negative bias of approximately -15%. In some instances, customer qc results fell outside the control insert ranges. Similar reports of a lesser magnitude have also been reported for tni ultra reagent lot 010127 on advia centaur cp instruments. Siemens' complaint investigation confirmed customer observations of bias with lot 010127. Investigation data demonstrates a mean bias of 33% between tni ultra reagent lot 010127 and 010125 for patient samples in the range of 0.020 ng/ml and 0.100 ng/ml on the advia centaur xp/xpt platform. On the advia centaur cp platform a mean bias of 14% between tni ultra reagent lot 010127 and 010125 was observed for samples in the range of 0.020 ng/ml and 0.100 ng/ml. The atellica immunoassay analyzer tni ultra assay is not impacted, as the affected reagent lot was not available for use on this platform. Biases in the high end of the assay range (concentrations approximately >20 ng/ml) were negative, which aligns with customer reports of a drop in control recovery beginning with reagent lot 010127. Siemens tested qc material and mcms, where mean results met acceptable ranges for each sample on every lot and platform but showed similar biases to patient samples in the same area of the curve. For verification purposes, advia centaur tni ultra lots 010125, 010128, 010130 and 010132 were tested on the advia centaur xp and advia centaur cp. Patient biases observed between these lots were within expected performance based on historical performance of the assay. Atellica immunoassay analyzer reagent lots 010126, 010129 and 010131 were also tested and biases observed between these lots were similar to or better than advia centaur systems lots. In addition, a normal range study confirmed that all lots tested are meeting the reference interval as stated in the instructions for use and design requirements (dir). Siemens' investigation concluded that the bias observed with lot 010127 is a lot specific isolated event. Siemens' complaint investigation is complete. Based on the investigation results, siemens concludes that although advia centaur systems tni ultra reagent lot 010127 has demonstrated a greater bias compared to other lots, it is performing as designed. The intended use of the assay is not impacted. Siemens has verified that the product is meeting all specifications and claims. The affected reagent lot 010127 expired on 2018-07-08. MDR 1219913-2018-00126 supplemental report 2 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00127 on april 03, 2018. (B)(6) 2018 additional information: a siemens customer service engineer (cse) was sent to the customer site. The cse realigned reagent probes 1 and 2. They fixed a small base leak, and they realigned the reagent probes to the reagent compartment to correct the pack puncture location. Optimizing the reagent dispense positions will improve the mixing performance. However, unless grossly misaligned will not be likely to cause bias or imprecision. Correcting the small base leak will also improve performance. However, a small leak in the base line will not cause the bias. Alignment of the puncture point on the reagent pack membrane will reduce the puncture opening and could reduce the possibility of reagent evaporation. Unless the punctures of the membrane grossly increase the pack opening this is also not likely to cause within run bias. While actions taken by the cse were appropriate, they could not be confirmed as the cause of the bias. Siemens healthcare diagnostics is investigating. MDR 1219913-2018-00126 supplemental report 1 was filed for the same event.